Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an intermittent out of range signal. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported loss of connection. It was reported that the patient using the device was under 12 years of age. The g4 user's guide states: the g4 system is indicated for use in individuals 12 years of age and greater. No additional patient or event information is available.